Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. The piston rod was visually inspected, manually tested and fulfills its specification.

Event description:
On (B)(6) 2013, it was reported that the patient had often experienced elevated blood glucose levels even after bolusing with his infusion device. He thinks the infusion device delivers an inaccurate amount of insulin and that the problem with delivery may be related to the piston rod inside the device. He switched to an old infusion device set with the same parameters and his blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.